Manufacturer narrative:
Results: device or procedural images not provided for review. No device received for evaluation. Conclusion: device or procedural images not provided for review. Event most likely procedural related. (B)(4).

Event description:
The patient was hospitalized for ami. Physician was attempting to use a diver c.e. Max aspiration catheter. Device was inspected prior to use with no issues noted. No resistance with accessory equipment. No previously deployed stents at the location of target lesion. No force used to deliver the device. During the surgery, the diver c.e. Max could not be delivered to the thrombus position. The physician removed the device and found the pipe shaft was bent (near the suction hole). The doctor changed to another device to complete the surgery. No patient injury or other sequelae were reported for this event. ¿please note that this device (diver c.e. Max) is distributed outside the united states; however, it is similar to the united states distributed product (diver c.e.)¿

Manufacturer narrative:
Deformation problem (B)(4).

Event description:
Evaluation summary: the device was returned with the original box and pouch. Traces of blood were detected on the shaft. A visual inspection was performed on the shaft and two damaged portions were found: the first was on the median tube and the second on the bilumen tube. The median tube was kinked and the bilumen tube was crushed in two points. The profile was measured at 0 and 90 &#2063;n the crushed parts and it was 1.97 mm and 1.25mm (the maximum od allowed is 1.69mm). No other abnormalities detected on the device